Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2218846 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. This file captures the abnormal use of the device. An additional file (B)(4) will capture the reported product mix up. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2024. On evaluation of the device, the following was observed: visual inspection: ¿ only stent returned. ¿ stent is uncovered. ¿ no defects observed on stent. ¿ stent length measures approximately 6cm ¿ stent body diameter measures approx. 10mm. ¿ stent flange diameter measures approx. 11mm. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿this device is used in palliation of malignant neoplasms in the biliary tree.¿ there is evidence to suggest that the customer did not follow the instructions for use. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: impression: reportedly, an evolution fully covered biliary stent was deployed in the cbd to treat benign tubular stenosis. After the stent was deployed, it was noted the stent did not appear fully covered. Reportedly, the box indicated it was a fully covered stent. The single endoscopic image of the stent did appear the stent was uncovered, or the covering did not extend to the end of the stent, indicating either the device packaging was wrong, the wrong device was handed off to the physician, or there was a manufacturing defect of the stent. Unfortunately, the report states the packaging and placement system were disposed of after the initial procedure so there was no way to confirm or refute the device was mispackaged, or if the wrong device was handed to the operator. The stent was removed and replaced with the correct device without incident. There was no comment about the retrieved stent to determine if it was fully covered or not. Without the original packing material, determination if this stent was mislabeled is not possible. Root cause analysis: a definitive root cause can be attributed to the abnormal use of the device. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. From the information provided, the device was used to treat a benign stenosis. As previously noted, the device is intended to be used for palliation of malignant neoplasms in the biliary tree. Abnormal use complaints are considered to be beyond any further reasonable means of interface ¿ related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of (B)(4) used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2025.

Manufacturer narrative:
Confirmation received on (B)(6) 2024 that "the stent was removed using forceps.". Re-assessment required. Correction report scheduled to update f code to f19 and serious injury impact. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental correction report is being submitted following a review of this complaint file (update f code to f19 and serious injury impact) on (B)(6) 2024.

Event description:
The stent was not fully covered as it suppose to be and will be explanted from patient today. "As per cc form": a benign stenosis of the dhs should be treated with a fully covered stent (B)(4). Immediately after releasing the stent, the doctor asked whether it was really a fully covered stent. This was confirmed after examining the packaging again. When an addendum was made to the care documentation this morning, the picture popped up again. Guess: uncovered stent customer asks me using lot what kind of stent it is. Result: fully covered after reviewing the images, the decision is made to remove the stent and replace it with a fully covered one. Stent was changed successfully without any significant complications. For documentation, a sticker from the outer packaging is always used for the book and a sticker from the inner packaging for the implant ID card. The removed stent is returned; the packaging and placement system were disposed of after the initially successful implantation. A section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. Stent replacement in a new examination. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Stent replacement in a new examination.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.